Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at ipg site and ineffective stimulation. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to explant the ipg.

Event description:
It was reported that the patient underwent surgical intervention to explant ipg on (B)(6) 2019, which resolved the pain at ipg site.